Event description:
It was reported that following the implant of a transcatheter aortic valve into a previously implanted surgical aortic valve, an ech ocardiogram revealed a peak gradient of 41 millimeters of mercury (mmhg) and a mean gradient of 25 mmhg. No regurgitation was identified in the post-operative echocardiogram. Following the procedure the patient experienced a left occipital ischemic cardioembolic stroke that resulted in homonymous hemianopsia. Subsequently, the patient was treated with rehabilitation and then was discharged. Additional information was received that the stroke symptoms presented 48 hours after valve implantation, and was confirmed by neurological assessment for decreased visual acuity, and later magnetic resonance imaging was performed which revealed the ischemic event of the posterior fossa. The patient had permanent visual impairment. It was noted that during the valve implant procedure, ventricular fibrillation occurred requiring defibrillation with 360 joules. After the implant, the patient remained in atrial fibrillation. Electrical cardioversion was performed twice at 150 joules and 200 joules, and an antiarrhythmic medication was administered. The aortic bioprosthesis showed dysfunction, possibly due to pannus versus thrombus, which was identified on the computed tomography scan. Per the physician, the cause of the stroke was embolization of thrombus/pannus during valve implantation. Presence of calcium was also noted in the aortic arch and descending aorta. Additional information was received that according to the physician, the stroke was related to the valve implantation. Heparin was administered during the procedure. The patient's activated clotting time (act) levels were monitored 5 minutes after heparin administration until within the therapeutic range according to the institutional protocol. The patient's act level during the procedure was 300. The procedure took 30 minutes. The valve was recaptured twice due to depth. No thrombus was detected during the procedure or on the valve.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolutpro+ delivery catheter system (dcs); product ID: d-evprop23-29; lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: 9612164. Updated: a1, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6, h11. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evprop23-29; product ID: d-evprop23-29; serial/lot: (B)(6); UDI: (B)(4), manufactured date: 2024-02-23; use by date: 2026-02-22; implant date: n/a; FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {envpro-16}; product serial/lot number: {unknown}; product type: {0195 - heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve into a previously implanted surgical aortic valve, an ech ocardiogram revealed a peak gradient of 41 millimeters of mercury (mmhg) and a mean gradient of 25 mmhg. No regurgitation was identified in the post-operative echocardiogram. Following the procedure the patient experienced a left occipital ischemic cardioembolic stroke that resulted in homonymous hemianopsia. Subsequently, the patient was treated with rehabilitation and then was discharged.

Manufacturer narrative:
Updated data: b1. B2. B5. E1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke symptoms presented 48 hours after valve implantation, and was confirmed by neurological assessment for decreased visual acuity, and later magnetic resonance imaging was performed which revealed the ischemic event of the posterior fossa. The patient had permanent visual impairment. It was noted that during the valve implant procedure, ventricular fibrillation occurred requiring defibrillation with 360 joules. After the implant, the patient remained in atrial fibrillation. Electrical cardioversion was performed twice at 150 joules and 200 joules, and an antiarrhythmic medication was administered. The aortic bioprosthesis showed dysfunction, possibly due to pannus versus thrombus, which was identified on the computed tomography scan. Per the physician, the cause of the stroke was embolization of thrombus/pannus during valve implantation. Presence of calcium was also noted in the aortic arch and descending aorta.